Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis investigations found no failure reported to the customer reported complaint 'vena cava attached to a pin on the joint. Vena cava detached without hemorrhage after several minutes of stress. After careful visual inspection, the instrument did not appear to have any deformation compared with a new instrument.'. Failure analysis found the related failure of 'yaw pulley - mech. Indentations/burrs' to be related to the customer reported complaint. The instrument was found to have mechanical indentation/burrs on the bipolar yaw pulley which may indicate potential mishandling or misuse of the instrument. Components adjacent to the damaged yaw pulley do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the vein caught on a pin in the joint of the fenestrated bipolar forceps instrument. The vein was released without hemorrhage after several minutes of stress. After careful visual inspection, the instrument did not appear to have any deformation compared with a new instrument. The photo was provided for review. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. Intuitive surgical (is) obtained the following additional information regarding this event: two photos were provided by the customer. A left pelvic curage was performed with the instrument at the time of the event. The incident occurred after 2 to 3 hours of use. There was no malfunction of the instrument prior to the hanging. The vein was released by counter-pressure with another instrument, a gentle rocking and pulling movement, and rotation of the millimetric instrument on itself. No tissue was excised. There was a risk of injury or tear to the left iliac vein, creating stressful conditions, which are common risks in laparoscopic surgery. Equipment was checked for laparoconversion, causing a delay in the procedure of 15 to 20 minutes. There was no incident affecting the patient. There are no concerns about long-term complications. The patient did not experience any post-operative complications. The patient was discharged at day 1 with simple continuation. The patient is 25 years old, born on (B)(6) 1999, female, weighs 85 kg, has a bmi of 1.97m², and is 170 cm tall. There was no procedure conversion. The or team checked the presence of the laparoscopic equipment in this situation where there was a risk of vascular injury. Once the instrument had been removed, they changed the bipolar and completed the surgery using the system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: in the images, the outer layer of a vein appears to be partially entrapped in the wrist of the fbf instrument. There does not appear to be any injury or bleeding caused by this entrapment.